Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, synchronized cardioversion test, paddles test, leakage and hipot testing without duplicating the malfunction. The device was recertified and returned to the customer. It is noteworthy to mention the electrode pads used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type. Review of the device activity logs did not show any faults that could be associated with customer report.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated electrodes smoked while adhered to the customer. This is all the information available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.